Event description:
It was reported that this brady device entered in safety mode. Additionally, it is suspected that it also exhibited premature battery depletion, as the longevity of the battery was not as expected. Additional information was requested in order to inquire about the model/serial number, as well as further steps followed in order to address the issues. However, at this time, no further information is available. Based on the information available, this device remains in service. No further adverse patient effects were reported.